Event description:
A distributor from france reported a malfunction alarm with a customer's pump, described as malfunction 16-0x20e6. There was no information available about the customer's blood glucose levels, indicating no reported impact. The customer informed the distributor that they would not return the pump, leading to the eventual closure of the complaint without any further action or resolution.